Event description:
Revision of ICD system. Device malfunction characterized by open circuit in the right ventricular lead, manifested as noise and inappropriate sensing of ventricular fibrillation, failure to pace.